Manufacturer narrative:
Additional information: the device was not returned for evaluation. The complaint of cracks on item z3626 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. Lot history review was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is not yet received.

Event description:
The event involved a 129" (328 cm) appx 16.6 ml, 15 drop primary set w/2 clave¿, remv 4-way stopcock w/clave¿, spin luer, 2 ext where the customer reported that the tubing is poor quality and have been cracking and leaking when in use. There was unknown patient involvement; harm was not reported as a consequence of this event.and unknown harm. Ilapitan 28-may-2024. Gcm received an email on 24-may-2024 from david reyes, complaint coord I of medline industries, lp with regard to a 129" (328 cm) appx 16.6 ml, 15 drop primary set w/2 clave¿, remv 4-way stopcock w/clave¿, spin luer, 2 ext with item number z3626 and lot number 13875905. It was reported that the customer has received tubes that are poor quality. The tubes have been cracking and leaking when in use. There was unknown patient involvement and unknown harm. Ilapitan 28-may-2024.